Event description:
It was reported the unit didn't alarm for bed 29 at circa 12pm when the patient was tachycardic and resulted in the patient needed resuscitation. The device was reported to be in use on a patient at the time of event. An adverse event was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information and the complaint is still under investigation. A follow-up report will be submitted upon completion of the investigation. Reporting institution phone: (B)(6). Reporter phone: (B)(6).

Manufacturer narrative:
A philips remote service engineer (rse) spoke by telephone support with the customer who provided device logs which showed the unit was alarming and re-alarming during the time of the reported event. The rse informed the customer the tachycardia alarm started at 11:49 and was acknowledged at the bedside 1 minute later. The bedside re-alarmed, and was acknowledged a minute later at 11:53 a.m. A re-alarm was issued at the monitor at 11:55 a.m. And was acknowledged at the central station at 12:00 p.m. Starting at 12:01, there were a lot of leads off errors for about 10 minutes. Tachycardia ended at 12:11 pm. The reported problem was not confirmed, as the alarms sounded correctly and were silenced by the user. The investigation concludes that no further action is required at this time. The device remains at the customer site.